Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the histograms and atrial high rate episodes detected by the device did not match. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: review of performance data found a diagnostic mismatch. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.